Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified cartridge error occurred multiple times during the load sequence. Customer was able to load a new cartridge and resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level.